Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular fibrosis on both breasts," baker grade unknown.

Event description:
Patient reported 'two weeks after surgery she developed capsular fibrosis on both breasts", baker grade unknown. Patient reported "the capsular fibrosis is hardened but surgeon back then didn't suggest removal or any further steps." Device remains implanted. This record is for the left side.